Event description:
The complainant reported an over delivery. It was reported that the intended delivery rate was 50 ml per hour with the pump delivering 45 ml over 15 mins.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required info from the source.